Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had received a software error was detected. Customer's blood glucose value was 315 mg/dl. Customer stated that the contacts on the battery compartment was nether missing nor damaged. Customer stated that the error was cleared first time. Customer declined the troubleshooting for the high blood glucose. Customer was advised to discontinue the use of insulin pump and revert to the back-up plan. The device will be returned for analysis.